Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "a left side deflation." Device remains implanted. Left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening curved on anterior. Leak test and microscopic analysis was performed which identified, sharp opening on anterior, wear abrasion and crease fold. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on anterior assessed, as an unidentified (tear) opening.

Event description:
Device has been explanted.